Event description:
Healthcare professional reported a left side capsular contracture baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
Corrected data: g.3. Was sent incorrectly. The correct initial aware date is 03/may/2021.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, the weight the device within specification, creases fold and cloudy in the gel. Bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii/IV. Device has been explanted.